Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was having several small prime volumes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2013 with the following findings:any information from the event date was overwritten in the pump¿s history due to continued use of the pump. No activity outside of normal use was observed in the pump¿s history. During testing, the pump powered on normally and went to the verify screen. The pump was able to load and prime a test cartridge correctly. The force sensor was found to be in calibration. The pump cover was opened and no intermittent condition was found to the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.